Event description:
It was reported that while removing a short arm cast, the cast cutter blade broke in half. It was also reported that there was no injury to the pt or the user.

Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The IFU has two warnings related to fracture which state "make sure the blade is properly seated in the cast cutter and the retaining nut is tightened before each use. An improperly tightened retaining nut may come loose causing the blade to fracture, thereby endangering the patient and user" and "excessive pressure, such as bending and prying with the blade, may cause the blade to fracture. This could result in injury to the patient or user". The root cause is undetermined.